Manufacturer narrative:
Results: height adjustment racks.

Event description:
It was reported by service report that cot's height adjustment racks needed to be replaced. No patient involvement or adverse consequences are reported.